Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose exceeded the normal range, displaying "high" on the cgm, but the specific value was unknown. In response to the high blood glucose, the customer administered a correction bolus through the pump and resolved the issue by changing the infusion set and cartridge before resuming insulin.